Manufacturer narrative:
Some foreign material was found on one of the switch contacts on the idrivec's printed circuit board. This may have caused the selector switch to jam when switching from clamping to firing action. This is an unusual event and will be monitored. Evaluation summary: on battery insertion, the indicator lights showed steady red. There is foreign material on the selector switch pcb contacts. Ralc45 calibrated normally, opened fully, closed for firing range and fired acceptable staple formation. Unit worked as intended.

Event description:
While firing a ralc45 via an idrivec, the firing was incomplete, and the device could not be opened to effect the release of the tissue. The ralc45 was cut out of the patient, and a suture was applied.